Event description:
Per medwatch sent by hospital: small tooth of end of forceps discovered missing intraoperatively. X-ray of shoulder revealed that the tooth was in the wound but too small to find without injuring the patient. Therefore, piece was left in. Spoke with rn who stated the physician decided not to retrieve the piece, as he felt it would do more damage to the patient's shoulder. The physician believes the patient will not sustain any harm as a result of the incident.